Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported via repair report that prior to an unknown procedure the image of the device disappeared and "no connection" appeared. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned but the service department confirmed that the scope was not detected and that the image was not displayed when the scope was connected. In addition, no equipment failure was found. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.